Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31462. It was reported that patient lost effective therapy. System diagnostics recorded normal impedances only on contacts 1, 5 and 7. Attempts to reprogram were only partially successful. As a result, surgical intervention was undertaken on (B)(6) 2020, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.